Event description:
Customer reportedly obtained results of 322 mg/dl and 117 mg/dl on the compact system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device, however strips are unavailable for return.